Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related. Upon injection of the aortic root and selective engagement of right and left coronaries there appeared to be a large aneurysmal area in the non-coronary cusp as per the clinical description provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 74-year-old female on a impella cp for mechanical circulatory support, that during insertion, multiple attempts to cross into the left ventricle were made with the 0.018 wire unsuccessfully. A buddy wire technique also failed. The procedure was aborted and an intraaortic balloon pump was placed instead.